Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
A 13.2mm vticmo13.2 implantable collamer lens, -14.50/+2.0/174 (sphere/cylinder/axis), was returned to the manufacturer. There was patient contact. The cause for the return was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken. Claim # (B)(4).